Event description:
It was reported patient underwent a right hip revision approximately 3 months¿ post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006520-bone scr 6.5x20 self-tap-unknown; 30103605- g7 vit e neutral lnr 36mm e- 65256640; 574201020- femoral stem cementless collared standard offset 12/14 taper size 2- 3070264; 00877503602- bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14- 3090849; 010000663- g7 pps ltd acet shell 52e- 7116734. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022- 00140. Customer has indicated that the product will not be returned to zimmer biomet for investigation, not returned by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot number identification is necessary for review of device history records; lot identification was not provided for the screws. Since the lot numbers are unknown for the screws, they cannot be excluded as a possible source of infection. Therefore, a definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.